Manufacturer narrative:
Results: representative samples (5) were received from customer from same lot# 5175997. All (B)(4) representative samples were inspected for microcracks or other glass issues. No defects on returned samples were identified and could not confirm customers' indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5175997. Conclusion: unconfirmed complaint. Without actual sample and representative samples not confirming defect, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that a 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube with lt. Blue bd hemogard¿ broke during patient blood draw. No serious injury, blood to mucous membrane exposure or medical intervention was reported.